Event description:
Healthcare professional reported, via nbir right side "infection, skin necrosis, wound problems". Device has been explanted.

Manufacturer narrative:
The events of "infection and necrosis" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and infection.